Manufacturer narrative:
(B) (6). (B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00328 for the other associated device information. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during a palliative stent placement procedure for a 5 cm stricture located in the second duodenal portion due to advanced disease, performed on (B) (6) 2008. According to the complainant, the first stent was placed and was noted to have poor expansion due to the severity of the stricture. A second stent was placed to aid in expansion. Twelve days post procedure, the patient experienced gastric outlet obstructive symptoms due to ingrowth and food impaction. The stents were cleaned out, and the patient was reported as recovered from the event. Nineteen days post procedure, the patient presented with symptoms of nausea and vomiting due to ingrowth. A third wallflex stent was placed as treatment. The patient's condition at the conclusion of the procedure was reported to be "recovered".